Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx40cm was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.